Manufacturer narrative:
(B)(4). G2: foreign: switzerland the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a lamella broke off on the 36 l test head. There is no reported harm or injury to the patient at this time. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
The trial head lamella broke off during a trial reduction operation. The head/instrument was replaced with another one and the operation could continue quickly. Patient suffered no harm. Due diligence has been completed for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d4; d9; g3; h2; h3; h4; h6 corrected: h5, h8 the trial head was returned for examination. The articulation surface has countless scratches. 2 out of the 6 flanks are broken off and have not been returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.